Manufacturer narrative:
The case description states that the user received an unexpected bolus of 20u. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the reported 20u bolus was delivered on the date of occurrence and in the reported time frame. Inspection of the engineering log files for the 20u bolus showed evidence of interaction with the controller in order to start the bolus calculator, program the bolus, confirm the bolus amount, and begin bolus delivery. No evidence of an uncommanded bolus was observed in the logs.

Event description:
Customer's mother reports her daughter had a low bg level, (40 mg/dl). During the call the customer informed us that her daughter had the notification on her controller of delivering 20 units of insulin manually from a bolus. Customer denied she had done that by herself. The patient has down syndrome and is cared for by her mother. No medical intervention was required due to this event.